Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive flu tests when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. Bd quality performs a systematic approach to investigate false positive flu tests complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against false positive flu tests. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b a false positive result for flu was obtained. There was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were false positive flu tests.

Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b a false positive result for flu was obtained. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were false positive flu tests.